Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The rv lead also exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2025. The patient was discharged with no adverse consequences reported.